Manufacturer narrative:
The reported events were for lead dislodgement, a helix mechanism issue, and sensing problem. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for a sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region.

Event description:
During a follow-up in clinic, low sensing measurements were noted on the right ventricular (rv) lead due to dislodgement. During the revision procedure, the helix was unable to be extended. The rv lead was explanted and replaced. The patient was stable.